Event description:
The lay reporter contacted lifescan (lfs) in may 2006 alleging an error 2 message on the pt's one touch ultra meter. A medical affairs specialist (mas) mailed a letter ot the pt since the user could not be reached to answer clinical information. In april 2006 the pt felt sweaty and tried to test on his meter and received an error 2 message. Due to his symptoms he went to the ER where his blood glucose was 437 mg/dl in the ER and was treated with insulin. The pt was using the correct vial of test strips and the technique of applying blood on the test strip was correct. Vial of test strips and the technique of applying blood on the test strip was correct. A customer care advocate (cca) had the pt retest using a vial test strips and the pt obtained an error 2 message. An error 2 message could be caused either by a used test strip or a probelm with the meter. Cca sent the pt a replacement meter, strips and control. No further clinical information was provided. It would have been helpful to know the pt's diabetes regimen, readings prior tp the incident and how long the pt was having the issue woth the device. The complaint is being reported since the pt was unable to test and was treated with insulin by a medical professor for hyperglycemia.